Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing alert thresholds on the trend graph on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The patient's alerts were not being saved. The probable cause could not be determined. No injury or medical intervention was reported.